Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b5 a getinge field service engineer (fse) evaluated the unit a found no power to the unit. Cardiosave was not plugged into power, batteries were at zero capacity. Fse charged the batteries overnight. Batteries fully charged and test without any issues. Unit passed all functionality and safety tests per factory specifications. Unit returned to customer.

Event description:
It was reported that before use on the cardiosave intra-aortic balloon pump (iabp) there was no battery backup detected. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) there was no battery backup detected. There was no patient involvement.